Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion (' expulsion') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic/abdominal"), abdominal pain ("pelvic/abdominal"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hyst. (Partial),oophorectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, menorrhagia and fatigue outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and weight decreased to be related to essure. The reporter commented: plaintiff receive treatment for pain, bleeding, expulsion, other injury or symptom. Date(s) of removal: (B)(6) 2016- other. Date of additional surgeries (B)(6) 2016. Type of additional surgeries: hyst. (Partial),oophorectomy (unilateral) . Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs & mr received. Case become valid. Injury nos replaced with new events. Added event dysmenorrhea (cramping), pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), expulsion,fatigue, weight loss, plaintiff did not undergo essure confirmation test. Updated outcome of events dysmenorrhea (cramping), pelvic/abdominal, dyspareunia (painful sexual intercourse) from unknown to recovered/ resolved. Reporter's information was added. Date of removal was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion/one of the essure coils appears to be malpositioned in the endometrial canal/ one of the coils was inside the uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. D13382) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included bacterial vaginosis and ovarian cyst. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain upper ("stomach pain") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and abscess ("abscess") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation, hyst. (Partial),oophorectomy (unilateral) and abaltion). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, fatigue, hormone level abnormal, urinary tract infection, cystitis, vaginal infection, allergy to metals, vaginal discharge, abdominal pain upper and abscess outcome was unknown, the vaginal haemorrhage and menorrhagia was resolving and the dysmenorrhoea, pelvic pain, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain upper, abscess, allergy to metals, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: plaintiff receive treatment for pain, bleeding, expulsion, other injury or symptom. Date(s) of removal: (B)(6) 2016 other date of additional surgeries (B)(6) 2016 type of additional surgeries: hyst. (Partial),oophorectomy (unilateral) diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis on (B)(6) 2015: left simple ovarian cyst 4.3 x 4.2 x 3.9 cm. Recommendations: emb. Repeat usg for cyst in 2 months. Endometrial biopsy performed.; on (B)(6) 2016: one of the essure coils appears to be malpositioned in the endometrial canal. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received new reporter information was added. New event abscess was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion/one of the essure coils appears to be malpositioned in the endometrial canal/ one of the coils was inside the uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. D13382) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included bacterial vaginosis and ovarian cyst. On (B)(6) 2015, the patient had essure inserted. In(B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain upper ("stomach pain") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and abscess ("abscess") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation, hyst. (Partial),oophorectomy (unilateral) and abaltion). Essure was removed on (B)(6) -2016. At the time of the report, the device expulsion, fatigue, hormone level abnormal, urinary tract infection, cystitis, vaginal infection, allergy to metals, vaginal discharge, abdominal pain upper and abscess outcome was unknown, the vaginal haemorrhage and menorrhagia was resolving and the dysmenorrhoea, pelvic pain, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain upper, abscess, allergy to metals, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: plaintiff receive treatment for pain, bleeding, expulsion, other injury or symptom. Date(s) of removal: (B)(6) 2016-other date of additional surgeries(B)(6) 2016 type of additional surgeries: hyst. (Partial),oophorectomy (unilateral) diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) -2015: left simple ovarian cyst 4.3 x 4.2 x 3.9 cm. Recommendations: emb. Repeat usg for cyst in 2 months. Endometrial biopsy performed.; on (B)(6) -2016: one of the essure coils appears to be malpositioned in the endometrial canal.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Batch no d13382 production date 2014-09-26 expiration date 2017-09-28 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) -2020: quality-safety evaluation of ptc a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion/one of the essure coils appears to be malpositioned in the endometrial canal/ one of the coils was inside the uterus'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. D13382) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's concurrent conditions included bacterial vaginosis and cyst ovary. On (B)(6)2015, the patient had essure inserted. In (B)(6)2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain upper ("stomach pain") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation, hyst. (Partial),oophorectomy (unilateral) and ablation). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, fatigue, hormone level abnormal, urinary tract infection, cystitis, vaginal infection, allergy to metals, vaginal discharge and abdominal pain upper outcome was unknown, the vaginal haemorrhage and menorrhagia was resolving and the dysmenorrhoea, pelvic pain, abdominal pain and dyspareunia had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: plaintiff receive treatment for pain, bleeding, expulsion, other injury or symptom. Date(s) of removal: (B)(6)2016-other. Date of additional surgeries (B)(6)2016. Type of additional surgeries: hyst. (Partial),oophorectomy (unilateral). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6)2015: left simple ovarian cyst 4.3 x 4.2 x 3.9 cm. Recommendations: emb. Repeat usg for cyst in 2 months. Endometrial biopsy performed.; on (B)(6)2016: one of the essure coils appears to be malpositioned in the endometrial canal.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, dyspareunia. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr. Lot number was added. Received. Abnormal bleeding (vaginal), hormonal changes, urinary tract infection, bladder infection, vaginal infection, nickel allergy, vaginal discharge, stomach pain. Outcome of the events abnormal bleeding (vaginal), menorrhagia, were updated to recovering. Concomitant drugs, concomitant conditions, reporters and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.